Manufacturer narrative:
The site investigator noted that the event is probably related to the procedure and possibly related to the device. The probable cause of the event is listed as, "unk" (unknown). Per the medical records, the device pocket was observed to be grossly infected and was debrided. Pocket specimen was sent to lab for culture. The site representative was unable to obtain pocket specimen culture report. No evidence of bacteremia or infective endocarditis. On (B)(6) 2017 the device was explanted and surgical culture reveals coagulase negative staphylococcus, however blood cultures remained negative. There was a plan for ICD re-implantation once infection clears and device pocket heals. The instructions for use (provided with device) for the cangaroo ecm envelope currently lists infection as potential complication associated with the procedure and device.

Event description:
The subject is a (B)(6) year-old caucasian female. The patient had an ICD change out on (B)(6) 2017 with cangaroo lot #unknown, hydrated in antibiotic solution. At her (B)(6) 2017 visit all was ok. On (B)(6) 2017 she noted pus and oozing but at that time no infection noted. At (B)(6) 2017 same pus and oozing observed; antibiotics were started. On (B)(6) 2017 she was admitted to the hospital for IV antibiotics and eventual device explant. No evidence of bacterial infection, blood cultures negative. On (B)(6) 2017 the device was explanted and wound cultures were positive for coagulase negative staphylococcus. Medical records state that the device pocket was grossly infected at device explant. Subject had complained of pain at site of implant, fever and chills. The history is that it is believed she developed a pocket hematoma that subsequently dehisced with hardware exposed which led to an infection. Patient was discharged from the hospital on (B)(6) 2017 in stable condition with oral antibiotic, batrim. Resolution of the event was on (B)(6) 2017 and was noted to be resolved without sequelae. The site investigator states that the event is probably related to the procedure and possibly related to the device. The probable cause of the event is listed as, "unk".